Manufacturer narrative:
An incorrect suspect device was reported on the initial report. This supplemental report corrects the information to identify the correct suspect device.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product will be returned for evaluation.

Event description:
It was reported that insulin leaked into the cartridge compartment of the infusion device.